Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they had a battery out limit alarm. The alarm occurred after a battery change. The insulin pump was alarming at the time of the call. The customer¿s blood glucose level was unknown. The customer was not present and the spouse was trying to get the insulin pump set up. They did not want to complete troubleshooting. The device will not be returned for analysis.